Manufacturer narrative:
B3: the correct date of event is 07/26/2023. B5: upon follow-up, it was reported that the patient experienced peritonitis. Three days prior to the peritonitis diagnosis, the patient experienced symptoms of abdominal pain in her left side (further described as worsens when bending and lying down) and cloudy effluent. The patient was not hospitalized for peritonitis. Two days after the initial symptom onset, the patient was treated with cefazolin (600mg, daily, intraperitoneal, discontinued after 38 days) for peritonitis. It was confirmed that there was only one episode of peritonitis which continued until (B)(6) 2023. The patient began treatment with ceftazidime (600mg, daily, intraperitoneal, discontinued 22 days after administration) for peritonitis. At the time of this report, the patient had substantially recovered from peritonitis and was no longer taking antibiotics. Pd therapy was ongoing. Corrected information added to b2: hospitalization is no longer an outcome attributed to the adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient presented to the emergency room and was hospitalized for the event. The patient was treated with unspecified antibiotics. The cause, patient outcome and action taken with pd therapy were not reported. No additional information is available.